Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, fistula, stabbing burning pain, trouble walking, unable to walk up stairs, coughing, laid up for months during flair ups, cellulitis, superficial abscess, deep infection and mesh infection, massively indurated and thickened subcutaneous tissue, matted lymph nodes, small arterial bleed, opening at the base of abscess cavity exuding pus, mesh floating, right testicle large and edematous, severe right inguinal pain, draining wound, necrotic fat, dense concrete like scar tissue, multiple percutaneous drainages of right inguinal groin, elongated tubular structure extending into the superior scrotum, abscess with creamy non-odorous pus, wound left open for packing, defective device, mesh failure, mental pain, suffering, permanent impairment, disability, staph coag negative, and loss of enjoyment of life. Post-operative patient treatment included medication, groin exploration, mesh removal, deep exploration surgery and revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced cellulitis, superficial abscess, deep infection and mesh infection, massively indurated and thickened subcutaneous tissue, matted lymph nodes, small arterial bleed, opening at the base of abscess cavity exuding pus and mesh floating, right testicle large and edematous, severe right inguinal pain, draining wound, necrotic fat, dense concrete like scar tissue, multiple percutaneous drainages of right inguinal groin, elongated tubular structure extending into the superior scrotum, abscess with creamy non-odorous pus, wound left open for packing, defective device, mesh failure, mental pain, suffering, permanent impairment, disability, staph coag negative, and loss of enjoyment of life. Post-operative patient treatment included groin exploration, mesh removal, deep exploration surgery and revision surgery.

Manufacturer narrative:
Additional information: b2 (disability), b5, d6b, d8, e1 (facility name, street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, a5b (patient race), b2, b5, b6, b7, h6 (added patient and imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, fistula, stabbing burning pain, trouble walking, unable to walk up stairs, coughing, laid up for months during flair ups, cellulitis, superficial abscess, deep infection, mesh infection, massively indurated and thickened subcutaneous tissue, matted lymph nodes, small arterial bleed, opening at the base of abscess cavity exuding pus, mesh floating, right testicle large and edematous, severe right inguinal pain, draining wound, necrotic fat, dense concrete like scar tissue, multiple percutaneous drainages of right inguinal groin, elongated tubular structure extending into the superior scrotum, abscess with creamy non-odorous pus, wound left open for packing, defective device, mesh failure, mental pain, suffering, permanent impairment, disability, staph coag negative, inflammation, fluid collection, induration, bilateral varicocele, fibrous tissue, necrosis, pain, discomfort, impaired movement, scar tissue, cyst, drainage from right groin wound, hematoma, skin irritation, phlegmon of cord, and loss of enjoyment of life. Post-operative patient treatment included medication, groin exploration, mesh removal, deep exploration surgery, MRI, CT scan, physical therapy, admission to hospital, wound packed/vac, drainage of fluid collection, and revision surgery.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced cellulitis, superficial abscess, deep infection and mesh infection, massively indurated and thickened subcutaneous tissue, matted lymph nodes, small arterial bleed, opening at the base of abscess cavity exuding pus and mesh floating, right testicle large and edematous, severe right inguinal pain, draining wound, necrotic fat, dense concrete like scar tissue, multiple percutaneous drainages of right inguinal groin, elongated tubular structure extending into the superior scrotum, abscess with creamy non-odorous pus, wound left open for packing. Post-operative patient treatment included groin exploration, mesh removal, deep exploration surgery and revision surgery.